Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders were removed and replaced because they were oversized. No patient complications were reported.